Event description:
It was reported that on (B)(6) 2009 patient was admitted with intractable back and bilateral leg pain. CT myelogram showed solid fusion at l5-s1 with new grade 1 spondylolisthesis at l4-l5 and associated spinal stenosis. The patient underwent removal of hardware and plif at l4-5. Interbody device, rhbmp-2/acs, and posterior instrumentation were used. There were no noted complications. Patient was discharged on (B)(6) 2009. It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs. No additional information was reported.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.